Event description:
The manufacturer received information from a customer that a ventilator inoperative condition occurred regarding a trilogy evo o2. The device alarmed, screen turned red the device stopped operating during pre-use checking. The device was not in use by a patient at the time of the occurrence. The device has not yet been returned for evaluation. Good faith efforts will be made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information from a customer that a ventilator inoperative condition occurred regarding a trilogy evo o2. The device alarmed, screen turned red the device stopped operating during pre-use checking. The device was not in use by a patient at the time of the occurrence. The device has not yet been returned for evaluation. Good faith efforts will be made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results. New information: the manufacturer received information from a customer that a ventilator inoperative condition occurred regarding a trilogy evo o2. The device alarmed, screen turned red the device stopped operating during pre-use checking. The device was not in use by a patient at the time of the occurrence. The device was returned to the manufacturer service center for evaluation, and the ventilator inoperative alarm was duplicated. An error code in relation to (data in eeprom is corrupt on system/cpu) was observed in the device event log therefore the system board containing the eeprom was replaced to address the issue. Additionally, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded from 1.06.10.00 to 1.06.15.00. Box h coding was updated. The reported failure of (data in eeprom is corrupt on system/cpu) is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.